Manufacturer narrative:
The user reported a high glucose event. The following example sets were provided: 1. (B)(6) 2025 - 2:57 am est - sg: 172 mg/dl - bg: 214 mg/dl. 2. (B)(6) 2025 - 8:16 am est - sg: 163 mg/dl - bg: 215 mg/dl. 3. (B)(6) 2025 - 1:59 pm est - sg: 185 mg/dl - bg: 220 mg/dl. A review of the data management system (dms) revealed that: 1. (B)(6) 2025 - 2:58 am est - sg: 123 mg/dl - bg: no entry. 2. (B)(6) 2025 - 8:13 am est - sg: 228 mg/dl - bg: no entry. 3. (B)(6) 2025 - 1:58 pm est - sg: 98 mg/dl - bg: no entry. A review of the dms data confirmed that the user didn't receive a high glucose alert at the time of event. The user resolved the event by taking insulin. User's hcp was not aware of the event. The user was advised to get in touch with their hcp for medical guidance. In an associated case of sensor inaccuracy, on august 14, 2025, the user informed senseonics that the system displayed results differing from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to a performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel, which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 17 feb 2026 g3. Date received by the manufacturer? 17 feb 2026 h3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user reported hyperglycemic event on (B)(6) 2025. Dms was reviewed with the user on the call and we were able to confirm the following: 2:57 am - bg 214 mg/dl - sg 172 mg/dl, 8:16 am - bg 215 mg/dl - sg 163 mg/dl, 1:59 pm - bg 220 mg/dl - sg 185 mg/dl. In each scenario the bg was above the alert level, however the sg was not. User did not receive any alerts as the sg was below the alert level. User was able to self treat with insulin and will make their hcp aware.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.